Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed with error code. There was no patient involvement. The customer spoke with a philips remote service engineer (rse). The customer stated the leds are working properly. The rse advised the customer to swap out the pm pcba with a good working pm pcba to rule out a bad pm pcba. The customer was also advised to swap out the front bezel with a good working front bezel to rule out a bad front overlay. Further information is pending.

Manufacturer narrative:
There was no patient involvement. This event was reported to have occurred during maintenance. Based on the information, the issue does not meet the reportability criteria..